Event description:
It was reported that this right atrial (ra) lead was explanted due to physical damage on the lead body. The lead was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Outer insulation found melted approximately 200-25mm from terminal pin, which cannot be verified if the damage occurred before or after explant. Lead body damaged was confirmed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to physical damage on the lead body. The lead was replaced successfully. No additional adverse patient effects were reported.